Manufacturer narrative:
The additional initial reporter name is (B)(6) registered nurse and cardiology fellow team member. Due to character limit in the e1 section the full event site name is (B)(6). The device was not returned and could not be evaluated. It was retained by user. We are unable to confirm the reported event. If new information becomes available, a supplemental report will be submitted. Complaint record ID # (B)(4).

Event description:
User called into emergency support program (esp) line during intra aortic balloon therapy, for assistance in obtaining an ap waveform on the cardiosave. The esp personnel suggest using the existing brachial ap waveform connected to the bedside monitor and the fellow agrees. The team completes the connection, and a clean crisp ap waveform is obtained. They are appreciative of the guidance and assistance given today.